Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has a broken reservoir compartment. The patient's blood glucose was at 105 mg/dl. The customer does not know how the damage to the device occurred. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.